Manufacturer narrative:
Correction: date of manufacturer awareness of event was received on 03-oct-2023.

Event description:
As per information from the user's audiologist, the user came in with an altered mental status and her cochlear implant was exposed. The device was explanted (the electrode was left in-situ).

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. This is a final report.

Event description:
As per information from the user's audiologist, the user was admitted with a confused mental status. Her cochlear implant was extruding.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
As per information from the user's audiologist, the user came in with an altered mental status and her cochlear implant was exposed. The device was explanted (the electrode was left in-situ).